Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down. In addition, the customer experienced a low blood glucose (bg) level (exact value not provided). Bg cause was not known. Customer declined to provide further information.